Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. No pericardial effusion was noted on echo during or after the procedure. Hours post implantation, a pericardial effusion occurred. The patient required no interventions in response to the pericardial effusion and was anticipated to fully recover.